Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent device was attempted to be used to treat in-stent restenosis in the om1. The lesion was pre-dilated with a 2.75 x 15mm euphora balloon catheter. It is reported that the stent failed to cross the lesion and stent strut damage was seen on removal of the device. The procedure was completed using a non-medtronic stent. No patient injury is reported.

Manufacturer narrative:
The in-stent restenosis was in a non-medtronic stent. The lesion was heavily calcified, with 80% stenosis and medium tortuosity. The device was not defective from the package. More than normal force was used during the delivery. The lesion was ballooned again and a non-medtronic stent was able to cross. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.